Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was received for investigation alongside its crown. Visual inspection of the returned product identified a heavy coating of residue around the implant as well as fracturing of the implant's collar. The implant was in placed at tooth location # 16 and was in place for approximately 16 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the implant fractured. The fractured implant was removed.